Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient is healed. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection and skin breakdown. On (B)(6) 2016, the recipient received local wound care and was prescribed bactrim and clindamycin orally for 1 month. The recipient was recommended device non-use from (B)(6) 2016 to (B)(6) 2017. The recipient resumed device use. This is the final report.